Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instruments would not unclamp after firing. It was noted the customer were able to unclamp the instrument manually. The customer tried two staplers, two drapes, and two universal manipulators (usms) but the issue persisted. The technical support engineer (tse) asked the customer if the original staplers were from the same lot and the customer confirmed the staplers were from the same lot, the tse instructed the customer to try a new lot and the issue was resolved. The procedure was completed and no known impact or patient consequence was reported.